Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's event log history indicated pump stop events, although no alarms were seen. The patient reported not having any symptoms and did not feel any unusual sensations in the chest at the time of the recorded events. The event occurred while the patient was connected to batteries. The system controller was exchanged with another system controller.

Manufacturer narrative:
The reported event of pump stoppage was confirmed based on the information recorded in the log file. The log file revealed a speed reduction, accompanied by elevated pump power levels, low flow hazard and motor stopped alarms. The associated voltage levels indicated that the event occurred while the system was connected to the 14 volt lithium-ion batteries. The remaining data revealed numerous elevated pump power levels. A full functional test was performed and the system controller passed all test steps. The system controller operated for an extended period of time while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. The investigation was unable to determine a specific root cause for the atypical events captured in the log file. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.